Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm could not be confirmed through this evaluation. It was reported by the patient that a recurring backup battery fault alarm issue led to a system controller exchange. The system controller exchanged resolved the backup battery fault alarm issue. Additional information reported system controller (serial # (B)(6)) will not be returned for evaluation. Log files were requested but was unavailable for the event. A root cause of the backup battery fault alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information d1: brand name, corrected d4: primary UDI number, model number, catalogue number, serial number, batch/lot #, and expiration date, corrected h4: device manufacture date, corrected no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The exchanged controller was no longer in use and would not be returning to abbott.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 16nov2024 at 03:24:40-04:31:39, the log file captured intermittent backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarms cleared each time a load test was performed and passed. The alarms were intermittently active until the driveline was disconnected on 16nov2024 at 04:29:31 and the power cables were disconnected shortly after. This series of events is consistent with the reported controller exchange. The backup battery fault alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the controller was exchanged but will not be returning. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing recurring backup battery (ebb) fault alarms and was out of town. The patient changed to their backup system controller, which resolved the alarms.